Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms when the pump is worn at the waistband. The customer's blood glucose level was not impacted as the customer cleared the alarms and resumed insulin delivery. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.